Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma, infection, deflation.

Event description:
Patient spouse reported "developed an infection, "infection began there was a sore on incision", rupture with fluids all around, breast exploded with brown coffee-like liquid "redness and pain". Tissue expander has been explanted.